Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed and no anomalies were found. The setscrew marks on the connector pin were too proximal. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: d314trg device, implanted: (B)(6) 2013. Faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead, right ventricular (rv) lead and left ventricular (lv) lead were removed due to a system infection. No further patient complications have been reported as a result of this event.